Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and review of the archive data. The root cause for user advisory (ua) 07 error was due to defective load cells. The cracked cover and defective load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, noticed a damaged top cover. The probable root cause for the observed physical damage was user mishandling such as a drop. The top cover was replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the (ua) 07 error message displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated that both load cell modules exceed normal parameters (over-reporting) and were replaced to remedy the (ua) 07 error. After the service and replacement of the defective parts, the autopulse platform was subjected to the run-in test using the normal and 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes each without any fault or error. A load cell characterization test was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, there were two similar complaints reported for the autopulse platform with sn (B)(4). Ccr (B)(4), reported on (B)(6) 2012, and ccr (B)(4), reported on (B)(6) 2018, the load cells were replaced to remedy the complaint of the user advisory (ua) 07 error message.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.